Event description:
The pt received a kidney and pancreas transplant at (B)(6) from a donor recovered by (B)(6) using a preservation solution subsequently recalled by the FDA for possible bacterial contamination: sps-1 (http://www.organ-recovery.com). Pbr-0074-330, expiration 07/01/2018; pbr-0060-392, expiration 06/01/2018. The pt developed a febrile illness marked by a leukocytosis of 30,000. Multiple cultures of different body fluids were negative, but the pt was on broad spectrum antibiotics. She has subsequently done well but had a difficult 20 day hospitalization and required reoperation after the initial transplant operation. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016. Diagnosis or reason for use: organ recovery. Event abated after use stopped or dose reduced? Yes.